Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. Visually inspected touch screen, found touch screen to be very dirty and have two liquid marks embedded between lcd display and touch screen assembly. The screen was not responding.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected front panel display is available for analysis and a returned good authorization (rga) has been issued. At this time, vyaire has not received the suspected front panel display for evaluation.

Event description:
The customer reported while using the vela ventilator; the display was freezing up and was not responsive. The customer reported there was no patient involvement associated with the event.